Event description:
It was reported that an animal underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle pops off the suture material. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any quality deficiency/ non-conformance noted with the device before use or during possible re-operation? The product still worked as per normal for the time the needle was attached to the suture material. It was not tampered with prior to using. We have no had the same issue since then with the same box of suture. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-09887, 2210968-2021-09888 and 2210968-2021-09889.